Event description:
Patient presented to the physician with the stimulation lead eroding through the skin at the neck incision site, causing pain. Physician prescribed antibiotics. Physician brought the patient into the or nine days later and removed the entire inspire system.